Event description:
Reporting status: death. Reporting rationale: thrombosis and subsequent death. Device issue: no device malfunction has been reported. It was reported that the pt had an acute extensive anterior wall mi with cardiogenic shock. The procedure was done with the help of iabp. Prior to stenting another company's catheter was used for extraction of thrombus after which pre-dilatation was done with a 2.0 x 12 mm voyager balloon followed by deployment of the 2.5 x 15 mm xience v stent. Post-dilatation was done with another company's balloon. Just after the procedure was completed, the pt expired in the cath lab table. Ivus was performed immediately, and it was found that the incident occurred because of stent thrombosis. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - death and thrombosis, as noted in the xience v IFU, are known adverse events associated with coronary stenting. These known pt effects are not necessarily an indication of a product quality deficiency. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system (sds) quality deficiency. In this case, it is possible that the pt's death was a secondary effect of the thrombosis. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency.